Event description:
The consumer was lifted and allegedly dropped while in the pt lift. The consumer has passed away. It has not been stated how or if the pt lift caused or contributed to the death of the consumer.

Manufacturer narrative:
Invacare received a summons suggesting a nursing center had lifted and dropped a pt while using an invacare lift. The lift has been in service for 5 years and the device service and maintenance history is unk. Details of alleged incident are unk. MDR filed based on alleged death.